Event description:
Event description guidant received information that two days post implant, this implantable cardioverter defibrillator (ICD), implantable transvenous defibrillation lead and atrial pacing lead exhibited r-waves less than 0.5 mv, lead impedance measurements greater than 3000 ohms, and pacing threshold measurements greater than 5.0 @ 0.5 ms.